Event description:
A malfunction alarm was reported by the customer, identified with a fault ID. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and was instructed to call back if the malfunction code reappeared.